Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported event. Visual inspection under magnification of the wand shows moderate electrode wear. The shaft is bent and compromised. There were no manufacturing abnormalities found. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the electrodes as intended. The complaint was not verified as the reported error could not be duplicated during the test. Factors that could contribute the reported event are: (1) the bent and compromised shaft (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and (5) fluid management (6) mechanical displacement of tissue through applied force. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Adverse event or product problem & outcomes attributed to adverse event: information corrected. Type of reportable event corrected.

Event description:
It was reported that during tonsillectomy & adenoidectomy surgery, the surgeon found that the patient was burned, causing white scald marks and blisters appeared in the corners of the patient mouth after surgery. It is unknown if the procedure was successfully completed without delay. It is unknown if a revision surgery was performed.